Manufacturer narrative:
This report is submitted on january 24, 2017.

Event description:
Per the patient's surgeon, the device was explanted due to an infection that resulted in extrusion of the electrode array though the tympanic membrane. The patient has not been reimplanted as of the date of this report.

Manufacturer narrative:
Correction : the date "returned to manufacturer" is january 03, 2017 not january 03, 2016, as initially reported. This report is submitted on june 16, 2017.